Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for more then 80 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer provided the cleaning, disinfection, and sterilization process. There were no deviations from the reprocessing. The device was rinsed before manual disinfection. The disinfectant used was anioxyde 1000 5l and the channels were flushed and immersed into the disinfectant. The water quality used for rinsing after disinfection was tap water and the concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was series 4 pa-22718 with soluscope sas detergent and soluscope paa disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was filtered water, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing filtered compressed air and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and over 100 colony forming units/endoscope of filamentous fungus and micrococcaceae were detected. The hmi country sampling shows a non-conforming result to french regulation. Ofr will reprocess the endoscope and perform a new sampling. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >100cfu. Bacterial identification: micrococcaceae, filamentous fungus. Sampling date: (B)(6) 2023. Sampling from: instrument channel, suction channel, air / water channel, auxiliary water channel. Cfu: unspecified, but with a conform result. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.